Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, scissoring occurred at the about 6th firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.